Event description:
It was reported that the battery of the rotaflow is not working in the battery mode. No further information has been received. The second reported failure was that the rotaflow displays the error message ¿runaway¿. The reported failure ¿runaway¿ can lead to an unintentional pump stop. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow is "not working in battery mode". In addition it was found by a getinge service technician during inspection of the device that the error message "runway" is displayed. No patient has been involved when the failure occurred. No harm to any person occurred. A getinge service technician was on site to repair the affected rotaflow (serial#(B)(6)). The technician replaced the rfc (rotaflow console) power supply board (material#70101.1675) to solve the "not working in battery mode" and the potentiometer (material#70101.0990) to solve the error message "runaway". The battery pack with fuse (material#70101.7188) will be replaced. The battery has not been replaced since the manufacturing in april 2019 and was overdue for replacement when received this complaint. After the replacement the device is working as intended. Based on these investigation results the reported failures "not working in battery mode" and "runaway" could be confirmed. An investigation of a rotaflow system that exhibited a similar issue "not working in battery mode" was performed in getinge life cycle engineering on 2020-06-03. The most probable root cause could be determined as a defect diode d6 on the power supply board that led to the reported failure. An investigation of a rotaflow system that exhibited a similar issue "runaway" was performed in getinge life cycle engineering on 2021-12-08. The root cause for the complained error message "runaway" is an internal defect of the flow potentiometer. The resistance in one of the two traces is out of tolerance. This leads to a deviation of the set rpm value between control system and safety system. The product in question was produced in 2019-04-01. The review of the non-conformities has been performed on 2022-04-06 for the period of 2019-04-01 to 2022-03-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.